Event description:
Tried and failed; reported by hcp did consent to follow up ae-50506 all available information is provided in this report contact hcp for clarification if needed (B)(6) ne. Inserted on (B)(6) 2024. Activated on (B)(6) 2024.